Event description:
The external pulse generator was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found the upper/lower cases, ring cover, and two side bail covers were broken. Additional findings were lead flex cover was contaminated, ring and two side bails were missing, the battery drawer was broken, and the heart lead flex was out of specification.